Manufacturer narrative:
(B)(6). Investigation summary: the device was visually inspected and the pebax was found damaged with a hole and reddish material. This mechanical damage could be caused by an external object. The catheter was not deflecting. It was dissected at the handle and the puller wire came out from the t bar. This could be caused due to excessive force. Both issues cannot not be conclusively determined. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab found the returned condition of the pebax with a hole. Initially it was reported that during the procedure, the catheter could not deflect. A second catheter was used to complete the procedure. There was no patient consequence reported. The deflection issue was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and found on february 6, 2020 that there was reddish material inside the pebax. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. After further evaluation on february 20, 2020, it was found that the pebax was damaged with a hole and reddish material. The returned condition of the hole on the pebax was assessed as a reportable issue. The awareness date for this reportable finding was february 20, 2020.